Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir migrated from its original position and caused a kink in the tubing, resulting in the device not cycling as intended. The reservoir was explanted, and a new reservoir was implanted in a new location. There were no patient complications reported.